Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 85-y-o patient with a valve model 3300tfx21mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of three (3) years and eleven (11) months due to calcific degeneration leading to stenosis (mean/max gradient of 40/60 mmhg) and moderate regurgitation. As reported, the patient present with pulmonary oedema before the procedure. A 20mm edwards transcatheter valve was successfully implanted within the edwards device using the left femoral approach. As reported, the patient was noted as to be transferred to cardiac service an was expected to be discharged at home soon.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Edwards received notification that a 85-y-o patient with a valve model 3300tfx21mm implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of three (3) years and ten (10) months due to calcific degeneration leading to stenosis (mean/max gradient of 40/60 mmhg) and moderate regurgitation. The patient presented with pulmonary edema. A 20mm edwrdas transcatheter valve was successfully implanted within the edwards device using the left femoral approach. As reported, the patient was noted as to be transferred to cardiac service an was expected to be discharged at home soon.